Event description:
On the inside of the battery door of the spacelabs healthcare ariatele there is a small spring that sticks up and has pricked the fingers of several providers when changing batteries. (B)(4).